Event description:
It was reported that 5 lvps had displayed dim segments. No further information is available.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. H3 other text : only display boards were provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 5 lvps had displayed dim segments. No further information is available.